Event description:
Per the patient's parent, the rechargeable battery reportedly melted while in the charging station. There were no reports of patient injury associated with the issue. It has been requested that the charging station be returned to the manufacturer for evaluation.

Manufacturer narrative:
(B)(4). Product currently unavailable.

Manufacturer narrative:
This device is not available for analysis. This report is filed 25 apr 2014.